Manufacturer narrative:
(B)(4). The reported field event of premature battery depletion was confirmed in the laboratory. The device would not communicate with a programmer due to low battery voltage. The device was tested in the laboratory and no anomaly was found. The cause of battery depletion could not be determined.

Event description:
It was reported that premature battery depletion occurred. The device was replaced and the patient is ...

Event description:
It was reported that premature battery depletion occurred. The device was replaced and the patient is well after the procedure.